Manufacturer narrative:
The incident sample was requested but the customer has indicated that the device was discarded and is not available for return. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the green rf tag on the sponge detached and fell within the patient. The detached pieces were removed from the patient cavity, and no injury resulted from the issue.